Event description:
Country of complaint: (B)(6). Complaint states: patient claimed suture as not absorb after a year being sutured subcuticularly. Unfortunately, the hospital could not get the physical suture that is being removed as the patient had it removed at a private clinic.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: none. According to the information received there are two possible batches used in the surgery. The complaint is that the suture was not absorbed after one year, so the sutures should have been distributed to the hospital previous to (B)(6) 2013. There are two deliveries of the involved reference, in (B)(4) 2012; the previous delivery is in (B)(4) 2011 and the next delivery in (B)(4) 2013. So the most probable batches used are the ones delivered in (B)(4) 2012. There are no units in OEM stock of any of the two involved batches. Reviewed the batch manufacturing record of both batches and, the products had a normal process and the results during the process fulfill OEM requirements. In accordance with monosyn instructions for use, most of the suture mass absorption takes place in between 60 and 90 days approx. However, as documented in clinical literature, depending on the patient state, clinical circumstances and surgeon practice, an encapsulation can not be discarded. Consideration should be taken in use of absorbable sutures in tissues with poor blood supply as delayed absorption may occur. Final conclusion: the complaint is not justified.